Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n·0736-2540) on 03-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it¿s not effective birth control added". The patient's medical history included parity 1. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("my face has stayed broken out"), tooth loss ("my teeth fell apart"), loss of libido ("my sex drive has gone down the drain"), asthenia ("zero energy") and pain ("pain and suffering"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("pain lasted a day or so"), feeling abnormal ("I don't trust essure's effectiveness"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("leg pain"), acne ("acne"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful cycles"), dyspareunia ("sex hurts"), mood swings ("emotional rollercoaster") and fear ("scared to death") and underwent tooth extraction ("I had all mine pulled"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, procedural pain, tooth extraction, fatigue, alopecia, pain in extremity, acne, dysmenorrhoea, dyspareunia, mood swings and fear outcome was unknown and the rash, tooth loss, loss of libido, asthenia, pain and feeling abnormal had not resolved. The reporter considered acne, alopecia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, fear, feeling abnormal, loss of libido, menstruation irregular, mood swings, pain, pain in extremity, procedural pain, rash, tooth extraction and tooth loss to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event scared to death and it¿s not effective birth control added, fu-up 4 and 5 processed together. On 23-mar-2020: social media: new reporter and event scared to death and it¿s not effective birth control added, fu-up 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n·0736-2540) on 03-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("my face has stayed broken out"), tooth loss ("my teeth fell apart"), loss of libido ("my sex drive has gone down the drain"), asthenia ("zero energy") and pain ("pain and suffering"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("pain lasted a day or so"), feeling abnormal ("I don't trust essure's effectiveness"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("leg pain"), acne ("acne"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful cycles"), dyspareunia ("sex hurts") and mood swings ("emotional roller coaster") and underwent tooth extraction ("I had all mine pulled"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). At the time of the report, the back pain, procedural pain, tooth extraction, fatigue, alopecia, pain in extremity, acne, dysmenorrhoea, dyspareunia and mood swings outcome was unknown and the rash, tooth loss, loss of libido, asthenia, pain and feeling abnormal had not resolved. The reporter considered acne, alopecia, asthenia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, loss of libido, menstruation irregular, mood swings, pain, pain in extremity, procedural pain, rash, tooth extraction and tooth loss to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, tooth extraction, procedural pain. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events fatigue, hair loss, leg pain, back pain and acne were added. On 23-mar-2020: social media received. New events irregular periods, painful menses, coitus painful and emotional roller coaster were added. New reported added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it¿s not effective birth control added". The patient's medical history included parity 1. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("my face has stayed broken out"), tooth loss ("my teeth fell apart"), loss of libido ("my sex drive has gone down the drain"), asthenia ("zero energy") and pain ("pain and suffering"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("pain lasted a day or so"), feeling abnormal ("I don't trust essure's effectiveness"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("leg pain"), acne ("acne"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful cycles"), dyspareunia ("sex hurts"), mood swings ("emotional rollercoaster"), fear ("scared to death") and depression ("deprerssed") and underwent tooth extraction ("I had all mine pulled"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, procedural pain, tooth extraction, fatigue, alopecia, pain in extremity, acne, dysmenorrhoea, dyspareunia, mood swings, fear and depression outcome was unknown and the rash, tooth loss, loss of libido, asthenia, pain and feeling abnormal had not resolved. The reporter considered acne, alopecia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fear, feeling abnormal, loss of libido, menstruation irregular, mood swings, pain, pain in extremity, procedural pain, rash, tooth extraction and tooth loss to be related to essure. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter and event depressed were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-nov-2015. The most recent information was received on 18-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it¿s not effective birth control added". The patient's medical history included parity 1. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("my face has stayed broken out"), tooth loss ("my teeth fell apart"), loss of libido ("my sex drive has gone down the drain"), asthenia ("zero energy") and pain ("pain and suffering"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("pain lasted a day or so"), feeling abnormal ("I don't trust essure's effectiveness"), fatigue ("fatigue"), alopecia ("hair loss"), pain in extremity ("leg pain"), acne ("acne"), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful cycles"), dyspareunia ("sex hurts"), mood swings ("emotional rollercoaster"), fear ("scared to death") and depression ("deprerssed") and underwent tooth extraction ("I had all mine pulled"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). Essure was removed. At the time of the report, the back pain, procedural pain, tooth extraction, fatigue, alopecia, pain in extremity, acne, dysmenorrhoea, dyspareunia, mood swings, fear and depression outcome was unknown and the rash, tooth loss, loss of libido, asthenia, pain and feeling abnormal had not resolved. The reporter considered acne, alopecia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fear, feeling abnormal, loss of libido, menstruation irregular, mood swings, pain, pain in extremity, procedural pain, rash, tooth extraction and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1. In 2012, the patient had essure inserted. In 2012, the patient experienced rash ("my face has stayed broken out"), tooth loss ("my teeth fell apart"), loss of libido ("my sex drive has gone down the drain"), asthenia ("zero energy") and pain ("pain and suffering"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("I had all mine pulled") and experienced procedural pain ("pain lasted a day or so") and feeling abnormal ("I don't trust essure's effectiveness"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain and tooth extraction outcome was unknown and the rash, tooth loss, loss of libido, asthenia, pain and feeling abnormal had not resolved. The reporter considered asthenia, feeling abnormal, loss of libido, medical device removal, pain, procedural pain, rash, tooth extraction and tooth loss to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, tooth extraction, procedural pain. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: medical device removal, I had all mine pulled, pain due to insertion of device added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.